Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. One day after onset, the patient began treatment with ceftriaxone injection intraperitoneally (dosage, frequency, and duration not reported), sulbactam 1 gram twice a day intraperitoneally (duration not reported), and tobramycin injection 40 milligrams once a day intraperitoneally (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing.the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the course of antibiotic treatment was completed. On an unreported date, the patient¿s peritoneal dialysis effluent was clear, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.